Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause could not be determined however, the catheter was used off lable as a drainage catheter. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a biliary drainage procedure, the 65cm impress catheter broke during insertion into the patient. No patient consequence to report.